Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract which occurred fifty times. The following information was provided by the initial reporter: failed to retract.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the thirty-one representative units submitted for evaluation. The samples consisted of 20ga bd insyte autoguard blood control units inside undamaged sealed packages from product reference number 382534, lot number 1214351. Through the visual observation of the units, no evidence of abnormalities or damage that would impede the needle from retracting were observed. A functional test of needle retraction was conducted on all 31 units. The button completely depressed, and the needle fully retracted as expected, thus simulation of the reported issue was not achieved with the representative units. Per the quality control plan inspections for needle retraction are performed periodically during the manufacturing process that mitigates the occurrence of your reported issue. Preventative maintenance (pm) was conducted as scheduled with no deviations. The returned representative units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract which occurred fifty times. The following information was provided by the initial reporter: failed to retract.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract which occurred fifty times. The following information was provided by the initial reporter: failed to retract.